Event description:
The pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). Eight weeks post-operatively, pt is still in pain. She says she is still doing pt, has total motion of her knee, is taking anti-inflammatories and has had a toredal injection.

Manufacturer narrative:
The pt claimed that she has had an additional x-ray, which indicated possible bursitis. It is unknown at this time whether root cause is related to the mck implant system and is contributing to the condition. The rio's system files from the original makoplasty surgery were also reviewed as part of the complaint evaluation. All values were found to be within acceptable tolerances. No malfunction could be found and it was therefore concluded that the rio system performed as intended. Clinical investigation of the event report is ongoing and a supplemental report will be submitted when results are obtained.